Event description:
Boston scientific received information that this cardiac resynchonization therapy defibrillator (crt-d) was returned with no allegations. Initial laboratory analysis revealed that this device failed longevity testing. Detailed analysis will be conducted. No adverse patient effects were reported.

Manufacturer narrative:
Upon detailed analysis this investigation will be updated.

Manufacturer narrative:
Upon detailed analysis at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.41 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.